Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000459 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and reverse bleeding from the hemostatic valve of the vizigo occurred. After the procedure was started, the vizigo short was placed in the left atrium with an ablation catheter, and after the ablation catheter was removed, the physician reported that there was a small amount of reverse bleeding from the hemostatic valve of the vizigo short. Blood loss was described as a few drops. There was no reverse bleeding when the catheter was inserted. No air entered the patient¿s body. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath.